Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured and separated vertically at the middle part of the balloon. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.